Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take.  Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient in clinic for routine visit and upon checking equipment, the coordinator felt that controller was excessively hot. An elective controller exchange was performed. No additional information available.

Manufacturer narrative:
One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "overheating". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. During functional testing, however, the controller surface felt warm to the touch. An internal evaluation of the controller found that a mosfet was operating at a warmer temperature. However, the component was still operating within it the manufacturer's recommended temperature range. As a result, the reported event was confirmed; the controller may be perceived as operating at a higher temperature. However, the unit met specification. The reported event was confirmed; the controller may be perceived as operating at a higher temperature. However, the unit met specification. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.